Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 23 mg/dl. The customer stated that she is extraordinarily sensitive to insulin and was on an insulin drip since having been in the intensive care unit for diabetic ketoacidosis the week prior, on (B)(6) 2014. The blood glucose reading at the time of the first hospitalization was 360 mg/dl. The customer complained of incessant vomiting and blood glucose levels that would not drop. She was treated with an insulin intravenous drip, potassium and sodium. Confirmed that the customer had been wearing the insulin pump at the time of hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.